Event description:
The noise from my CPAP machine (hearing myself breathing), is much, much louder than normal. I've had increased amount of headaches, and I had a couple days of unusual dizziness. FDA safety report ID # (B)(4).